Event description:
Per the clinic, the patient reported pain at the implant site, resulting in the decision to explant the device. There are currently no plans for reimplantation as of the date of this report, (B)(6) 2010.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).